Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the ipg was inoperable for more than five years. As a result the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.